Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: is black chemistry due to improper storage. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. (B)(6).

Event description:
Consumer complaint of e-5 error. (B)(6) wife of customer confirms the customer feels well and does not require medical attention. Customer states e-5 error appears after sample is applied. Customer was unable to obtain a result twice, both resulting in e-5. Verified the strips expire 03/31/2015, unable to confirm the open date. Customer stores test strips on kitchen table. No adverse event reported.